Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter of the event to obtain additional relevant information. The reporter reassured that no harm had been caused to the patient as a result of the reported event and no medical intervention was required to preclude any injury. A review of the subject device DHR confirmed that the subject device was manufactured 22-jun-2015 and installed at the customers 27-oct-2015. A review of system risk files (1124690 rev aj) revealed risk #3.3.1; footswitch switch failure which have the potential to lead to permanent injury resulting in permanent impairment. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A review of historical product complaints shows that the same malfunction of "sticky footswitch" failure has not led to serious injury in the past two years. A lumenis service engineer visited the site one(1) day after the reported event and was able to get the footswitch to stick. The engineer replaced the footswitch and after verifying that the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. Although no injury was reported, this malfunction might lead to serious injury should it recur, and in an abundance of caution, lumenis is reporting this malfunction. Lumenis is continuing its investigation of the reported event, the subject foot-switch is expected to be returned to the manufacturer for evaluation. Should new information become available and if there will be a significant change, then lumenis will file a follow-up MDR. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a bladder lithotripsy procedure in which a lumenis pulse 120h laser was being utilized, the laser system continued to fire even after releasing the footswitch. Unable to continue with the system an alternate device was brought in to complete the procedure. No injury was reported to have happened, and no medical intervention was required to preclude any injury. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.